Event description:
It was reported to philips healthcare that the heartstart xl was unable to pace. There was no report of patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.